Manufacturer narrative:
The permanent cautery hook (pch) was found to have a broken conductor wire at distal pulleys. The instrument failed the electrical continuity test. Thermal damaged was observed near yaw pulley. The instrument was found to have thermal damage on the monopolar yaw pulley at the tip. Material appears to have burnt off from the charring that occurred near the tip. The conductor wire was found broken. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. The probable root cause of the broken conductor wire is primarily attributed to conductor wire management issues. These issues can result in damage to the wire itself, weld, and insulation. Damage can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to conductor wire dislodgement and pinching. This issue can be resolved by using an alternate instrument to complete the procedure. Intuitive followed up and obtained additional information. The event details were provided by the nurse, date 11/21/2024, surgeon name: (B)(6), name of procedure subtotal gastrectomy. The end of the tip of permanent cautery hook. Ther arc ground was another instrument. There was no damage to the instrument. Cauterizing was being performed at the time of the issue. Cut: 40w_, coag: 40w _ settings were used on the iesu. There was no patient injury and patient did not return. The instrument was not connected properly. The instrument tips did not collide. The instrument tips did not touch any staples, clips or sutures. Jaws were not immersed, and no images and videos were available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument had a leakage of electrical energy. The procedure was completed with no reported injury.